Event description:
It was reported that the bone cement hardened in 1 minute during a total knee arthroplasty, it could not be used for this surgery. Another cement was used. No patient adverse consequence was reported related to this event.

Manufacturer narrative:
(B)(4). The temperature for the storage condition of the product has been communicated it's 24°c. The temperature for the operating room condition has been communicated it's 22°c. 2 complaints on cement paste too short setting time was recorded on the batch since ever, and 6 complaints on cement paste too short setting time was recorded on the reference from jan 01, 2018 to jan 10, 2021. Reserve sample from the same lot was tested under standardized conditions. The product did not show any unusual behavior during mixing, handling or setting. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the bone cement hardened in 1 minute during a total knee arthroplasty, it could not be used for this surgery. Another cement was used. No patient adverse consequence was reported related to this event.

Manufacturer narrative:
(B)(4). Report source, foreign, health professional - event occurred in (B)(6). Concomitant medical products - list of associated products : item number 11-5049-011-01 item name cement mixing bowl lot # 65194894. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.